Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported being unable to confirm the reported problem. The fse ran the leak tests as prescribed in the field service manual, and didn't see any leakage over the 5 minute test with the helium tank disconnected. However, the fse replaced the helium tank o-ring gasket, and then ran functionality tests and re-checked calibration. The iabp passed all testing per factory specification, was returned to the customer, and cleared for clinical use.

Event description:
Prior to use on a patient, the customer stated that the intra-aortic balloon pump (iabp) demonstrated a helium leak. There was no injury or adverse event reported.